Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Added information: d.4 expiration date added. D.10 smple available added. F.9 approximate age of device. H.4 device manufacture date.

Event description:
Country of complaint: (B)(6). It was reported that when pressure was planned to be adjusted the operation, it was found that the preset pressure value could not be adjusted, and the pressure was changed again after adjusting the pressure.